Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. It was noted that the proximal and distal conductors of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated stretching. The analyst noted that there was an outer insulation separation at the connector.

Event description:
It was reported that the left ventricular (lv) lead micro-dislodged, resulting in high thresholds and diaphragmatic stimulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).